Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited >2500 ohms in a tip to ring configuration. Impedance was normal in a tip to coil configuration. A guidant technical services (ts) consultant recommended checking the cables on the pacing system analyzer (psa), and to verify the connections between the lead and the psa. This was performed, yet the elevated impedance remained. Ts recommended testing a ring to coil configuration to isolate the issue to the ring, but the physician elected to remove the lead from the patient. Attempts to obtain the serial number of the lead were unsuccessful.